Manufacturer narrative:
Fi findings: review of sterilization and seal strength records related to work order 1310083 did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. During the review of seal strength test for thermoform records, it was observed that eight consecutive points were under the central limit of the control chart. However, this trend does not affect the product quality since the individual data points are above the 1 lb limit, and it complies with the specification of qc-568, section 15.1, rev 10.other records reviewed: environmental monitoring results for aug 2006, and bioburden monitoring results for lllq 2006. Review of work order 1310083 and the event code "infection" did not identify any ncs or CAPA associated with this information. Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported right side deflation and "infection". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "infection" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "infection¿.

Event description:
Healthcare professional reported right side deflation and "infection". Device remains implanted.